Event description:
It was reported that the generator was received into the product analysis lab. It was reported that the physician that he had misunderstood about the remaining battery. There is no device failure alleged by the provider. Session reports were later provided from the physician's programming tablet. It was confirmed that the physician misunderstood the patient's battery status - there is no device failure. As confirmed by the data, the generator reached 11-25% status on 2/20/2024, not two years ago as alleged by the physician.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the generator has showed a battery level of 11-25% since 2022. The device was replaced since the surgeon did not think it was possible for the generator to remain at this battery status for this extended amount of time. Other than the maintained battery status, there were no malfunctions. The explanted generator will be returned for product analysis but has not been received to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis testing in which no anomalies/malfunctions were identified. No other relevant information has been received to date.